Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. Medical records were received and reviewed. Approximately six years eight months post filter deployment, lumbar x-ray demonstrated filter struts in an abnormal configuration. CT scan performed seven years eight months post filter deployment demonstrated the filter struts extending beyond the caval wall. Five days later, review of CT scan noted detached filter limbs and consultation was suggested to evaluate removal of filter. The following day, consultation with vascular surgery stated filter retrieval was not an option based on the length of time the filter was implanted. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with recurrent deep venous thrombosis and pulmonary emboli was scheduled for filter placement. The right femoral region was prepped and draped in sterile fashion. The right common femoral vein was accessed and a guidewire was advanced to the level of l3. A filter deployment sheath was advanced over the wire and a venacavogram identified the location of the renal veins. The filter was then advanced through the sheath and deployed below the renal vein confluence. Completion venacavogram demonstrated satisfactory position of the filter. The patient tolerated the procedure well and was transferred in satisfactory position. Approximately six years eight months post filter deployment, lumbar x-ray demonstrated a filter eccentrically positioned with several struts in abnormal configuration. Approximately seven years eight months post filter deployment, lumbar CT scan demonstrated an incidental note of an ivc filter with struts extending extraluminal outside of the ivc. Five days later, physician reviewed CT scan and noticed several detached filter limbs and scheduled a consultation. The following day, vascular surgeon suggested it may be too late to removed the filter based on the amount of time it was implanted and said removal was not an option. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was deployed for recurrent dvt and pe. Six years and eight months post filter deployment, a lumber x-ray should the filter to be eccentrically positioned with several struts in abnormal configuration. Seven years and eight month post filter deployment CT scan demonstrated the limbs of the filter to be perforating the ivc. Review of the CT scan also showed detached limbs. Based on the medical records, the investigation can be confirmed for filter limbs perforating the ivc and detached filter limbs. Per the provided medical records, the patient was involved in a motor vehicle accident following placement of the filter. The patient suffered lower lumbar injuries in the lower lumbar region. Therefore, the accident could of have contributed to the reported filter limb detachment and perforation. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately six years eight months post filter deployment, lumbar x-ray demonstrated filter struts in an abnormal configuration. CT scan performed seven years eight months post filter deployment demonstrated the filter struts extending beyond the caval wall. Five days later, review of CT scan noted detached filter limbs and consultation was suggested to evaluate removal of filter. The following day, consultation with vascular surgery stated filter retrieval was not an option based on the length of time the filter was implanted. No additional information was provided in the medical records received.